Event description:
It was reported by the customer that they could not push medication through the needles and had to re-stick several patients. No information was received regarding any serious injury as a result of this report.